Event description:
It was reported that the customer was hospitalized; details and nature of hospitalization were not provided. Multiple attempts were made by tandem technical support to gather additional information and no response was received. No additional information was provided or available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.